Event description:
Dr. Was inserting a 1j vena cava filter in this patient. When he deployed, several hooks stuck together. We had to open several more items to remove the filter including bar "cone" and amplatz wires and second ivc filter. Additional 1-1 1/2 hours added to case. Filter was kept.